Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2026 and suture was used. The pds 6.0, 75 cm suture is breaking during the rhinoplasty procedure: the doctor reports difficulty suturing the patient due to poor suture quality. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any patient consequences? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The patient had no consequences for the failure of the suture. The suture will not be sent, as it was discarded at the hospital. We have no further information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.